Event description:
The following has been reported: not charging. Confirmed - the power processing board has a broken component off the board. Device will need to be sent to the OEM for service. Action taken: received pump 23109581 and power cable. Confirmed customer reported issue. Found inoperative power board causing issue, replaced part. Air sensor and pressure sensors required calibration. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.